Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery exhibited premature battery depletion (pbd). The s-ICD was then successfully replace. No additional adverse patient effects were reported. Device is expected to be return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery exhibited premature battery depletion (pbd). The s-ICD was then successfully replace. No additional adverse patient effects were reported.device was received for analysis.